Event description:
A malfunction alarm, identified as "malf 0," was reported without any preceding notable events. The customer's blood glucose level did not exceed 500 mg/dl and maintained within a normal range. Customer service provided information to reset the pump, and after a successful reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again.